Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the device would not boot up. Upon inspection fse found the "pd.scomp.dcps" didn't have a dc24v output, which causing the fault with the power supply. Fse replaced the "pd.scomp.dcps". After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.